Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation:as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician and/or any patients have encountered luer leakage during spike and between connector/injector while using the bd phaseal¿ secondary set. Verbatim: clinician experienced: leakage; did not result in harm; 2 - performs below expectations. Fugas, rotura del sistema - leakage, system breakage. Please see attached excel sheet for additional information.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician and/or any patients have encountered luer leakage during spike and between connector/injector while using the bd phaseal¿ secondary set. Verbatim: clinician experienced: leakage did not result in harm 2 - performs below expectations -fugas, rotura del sistema - leakage, system breakage.